Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated in the distal saphenous vein graft. The occlusion was verified by the fluoroscope. The physician inserted the aspiration catheter and it was being advanced forward and the physician looked at the fluoroscope and noticed that the occlusion balloon had deflated. The physician removed the device and replaced it with another to complete the case. The device was discarded by the hosp.